Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the end of service (eos) message appeared on the recharger for the patient¿s rechargeable implantable neurostimulator (ins). The eos code notification did not seem relative to the implant date and the code was seen prior to a power on reset (por) message during an overdischarge recovery. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged and they were unable to recharge starting in (B)(4) 2017. The rep performed a physician mode recharge (pmr) and a power on reset (por) message was received during the overdischarge discovery on (B)(4) 2017. Additional information received from a manufacturer representative on (B)(4) 2017reported that the cause of the overdischarge was that the patient didn't charge their implantable neurostimulator. The overdischarge was resolved through replacing the implantable neurostimulator. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins would not be returned for analysis because it had been discarded by the customer. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported to contact a manufacturer representative (rep) to check on the status of the device. The patient's weight was provided. No further complications were reported.